Manufacturer narrative:
The hill-rom technician found the scale needed to be recalibrated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician recalibrated the scale to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed scale was not reading correctly. The bed was located at the account in the warehouse. There was no patient/user injury reported. (B)(4).